Event description:
It was reported that the patient presented to the physician indicating this spectra penile prosthesis was fractured. The clinical examination confirmed that the prosthesis was not rigid and was making noise related to friction. No further examination was performed. The patient was scheduled for a revision surgery. No patient complications were reported.